Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 49 mg/dl due to turning off the pump. Carbohydrates were consumed to treat bg level. Reportedly the customer continued to use the pump for insulin therapy.